Manufacturer narrative:
Continuation of d10: product ID 97755 , serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (B)(6) revealed no anomalies. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) regarding an external device. The reason for call was pt reported that they are having "lots and lots of issues of charging the thing". Pt said this has been going on for a couple of weeks now. Pt said they just left their doctor's office and they recommended that they get new equipment. Pt said that their implant will be charging and the next minute "they don't even move to breathe" and the controller will tell them that the recharger (rtm) cannot find the stimulator; pt also said the implant charge quality will be at "excellent" and then all of the sudden they don't move and the controller will beep at them and tell them "it cannot find it". Pt said there was no visible damage to rtm. Pt said that their rtm paddle gets hot to the point that "it is uncomfortable". Pt said there was no visible damage to the controller port. The issue was not resolved. Pt also asked if medtronic was going to come up with an easier way to charge their implant, because they think the way they have to ch arge now is so inconvenient; pt said that they need to come up with a way to charge where they can just plug into the wall and charge up their implant, not have to charge the controller up and then charge their implant.